Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) : the device was returned, and analysis of the device revealed normal battery depletion.

Event description:
It was reported that the device had high output, read thresholds, and possible premature battery depletion. The pacemaker was explanted and replaced. No patient complications were reported as a result of this event.